Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer reported that the high-definition liquid crystal display monitor screen turned black and the photos could not be transferred. Since the reported device had not been returned to olympus, no results of a physical device inspection are available. Additionally, olympus technical assistance center provided troubleshooting and the resolved the issue by having the customer confirmed that the serial digital interface cable was in the incorrect port on the monitor. Customer switched the cable over to the correct port and was able to get an image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Technical assistance center provided troubleshooting and the solved the issue by switching the serial digital interface cable. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high-definition liquid crystal display monitor screen turned black and the photos could not be transferred. The event occurred before procedure and was completed with an unknown duration delay using the same device. There were no reports of patient harm. No more information was available.